Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the gearbox was turning slow. The unit was triaged and the reported issue was confirmed. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. The unit has been repaired, tested and recertified per procedure. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage on (B)(6) 2017, service found that the gearbox was turning slow.